Event description:
Event description guidant received information that the estimated longevity for this pacemaker is currently less than 0.5 years. At the patient's last follow-up visit in april 2006, the device was in ddd mode and its estimated longevity was greater than 1.5 years. At that time the device was programmed to vvir mode, the ventricular threshold was set to 6.5 volts at 1.0 ms, with an impedance of 580 ohms at 86% pacing. The calculator then displayed an estimated longevity of 3.2 years. In summary, the device's longevity changed from 1.5 years to less than 0.5 years in approximately 4 months, despite being programmed from ddd to vvi mode and pacing decreased from 93% to 86%. No adverse patient effects were reported.